Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of an leadless implantable pulse generator (ipg), not enough pressure was applied on the septum so the physician recaptured the device and attempted to reimplant. The physician attempted to cross the tricuspid valve different ways but was unsuccessful. When they pulled back the delivery system they saw the curve was kinked and the curve they normally get was now not normal. The physician attempted a second leadless device and encountered the same issue. They tried a third device and were successful crossing the tricuspid valve and fixed the device on the septum. High thresholds were noted so they decided to recapture the device and attempt repositioning, however they noted the curve being kinked as the other two delivery systems. None of the leadless devices were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.